Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient stated, she had nerve damage. It was stated that the patient had pain in her back that runs down her leg. It was noted that the pain started 3 months prior to this report. It was stated that x-rays showed arthritis but the managing doctor wanted to do an MRI for more information. It was noted that the managing doctor is unsure if it is nerve impingement or something else. It was stated that the patient "made no correlation between the device and the pain." If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).